Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. While troubleshooting with customer support the customer was asked to unplug the oxygen from the unit for 5 to 30 min. This should let and o2 that has leaked into the vent dissipate. Turn the unit back on and see if the message is still there. If so it may be a bad sensor board. If not they can reattach the o2 and see if the problem comes back. If so there is an internal o2 leak. Customer did not respond to follow up requests. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a high internal o2 leak. There was no patient involvement.